Event description:
Revision surgery due to laxity that caused knee instability after 3 years and 2 months from the last revision surgery (MDR 3005180920-2021-00334). The surgeon revised the insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13-jun-2024: lot 1905112: (B)(4) items manufactured and released on 31-jul-2019. Expiration date: 2024-07-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.